Manufacturer narrative:
Date of event is estimated. Reporter name: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the patient lost therapy following a fall. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found a kink on the inside tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.